Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based upon the photograph received, it was confirmed that the reported inner gasket fell into pt occurred. No instrument was received. A photograph depicting an inner gasket lying in the abdominal cavity was received. No conclusion could be reached as to how the inner gasket had become dislodged form its original position.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported part of the trocar fell into the pt. Rep returning a photograph of the device part which was found in the abdomen of the pt at the end of the case. The piece was removed and the case was completed without difficulty. There was no consequence to the pt.